Event description:
During a pta treatment procedure to dilate a lesion in a hemodialysis fistula, the balloon detached. The balloon had been successfully inflated to 18 atm. The balloon then detached from the catheter and migrated to the venous system. The physician tried unsuccessfully to locate the balloon fragment utilizing x-ray. It was decided to leave the balloon fragment in the pt. The pt rec'd anticoagulant therapy. The procedure was successfully completed using another blue max balloon catheter. The pt is reported as "doing fine" and is undergoing regular follow up.